Event description:
It was reported that the customer experienced a low blood glucose reading of 43 mg/dl. The customer did not recall the sensor glucose reading at the time of the event. He stated that he changed the threshold suspend limit value to 85 mg/dl. And he had not had any issues since then. He declined troubleshooting assistance for the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.